Event description:
My essure failed and migrated causing a tubal pregnancy that almost ruptured. I ve had significant bleeding, hair loss, and sore nodules under my skin, as well as depression, tiredness, and who knows what else. Had surgery to remove ectopic pregnancy and tubes with coils. However doctor didn't get coils, problem persists with horrible pain and bleeding, got a second opinion could had migrated to my uterus and perforated my uterine wall and had have a hysterectomy at (B)(6)! This product has ruined the last few years of my life my life and should never be sold again!